Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a radio frequency failed self-test alarm. They reported that the alarm was displayed twice. Both the meter option and remote option were off. The alarm recurred during the self-test. They did not have a back-up plan. They were advised to consult with the doctor. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.